Event description:
It was reported that the video system center had displayed error e226 and a white screen while connecting to the 3 dimensional scope processor. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - image flickering. - dust accumulation in the device. A definitive root cause could not be identified. Failure of the txrx (transmitter and receiver) modules likely contributed to the reported event as well as the image flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.